Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): the instruction manual operation manual ¿evis lucera gif/cf/pcf type 260 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿evis lucera gif/cf/pcf/sif type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found due to wear of angle wire, bending angle in up direction did not meet the standard value. The control section had foreign materials. Due to wear of angle wire, the play of up/down knob was out of the standard value. The distal end was deformed. The plastic distal end cover had a burn. The image guide protector had a chip. Switch 2 had a scratch. Paint on suction cylinder was peeled. Paint on air/water cylinder was peeled. Control unit was shaved. Due to damage on flexibility adjustment ring, flexibility adjustment fucking did not work. Due to clogging of nozzle, water removal ability did not meet the standard value. Adhesive on bending section color had white clouded area. Adhesives on bending section cover had a crack. Adhesives on bending section cover had a chip. Connecting tube had a scratch. Due to a cut on heat shrinking tube of forceps elevator lever, expected insulation capacity cannot be obtained. Protector of universal cord on suction connector side had a scratch. Grip was shaved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the colonovideoscope had angulation down. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material came out from the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.